Manufacturer narrative:
Trace amounts of blood was observed on the device. During initial inspection, the soft cannula was observed to be kinked and the formed needle was visible through the exposed portion of the soft cannula. The timing and cause of the damage to the soft cannula cannot be determined. Prior to opening the device, the slide retract and linkage assembly were observed to be not fully retracted through the top housing. After the housing of the device was removed, the slide retract and linkage assembly were seen to move back to a fully retracted position. Score marks were observed on the interior of the top housing, indicating that interference occurred between the linkage assembly and top housing, which prevented the formed needle from fully retracting. The slide retract was also observed to be damaged, however, there is no evidence that this contributed to the exposed needle or to the reported event. The downloaded data did not generate any hazard alarms, timeouts or drive stalls that would indicate a failure of the device to deliver insulin. No other damages or defects were observed that could contribute to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by patient's mother that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. As treatment, pod was removed and a new pod was applied after the event.